Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved and unspecified plum set. The customer reported that the nurse started IV - the pump beeped distal occlusion, there was no occlusion after the healthcare profession troubleshooted. The pump was changed out as it had been an issue in the past and this pump also beeped as soon as he turned it on. The tubing was changed and a third pump was used and same thing occurred. On use of the fourth pump it finally worked. It was not specified if a patient was involved; harm was not reported as a consequence of this event. This is report one of three.